Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient who underwent breast prostheses implantation with unspecified mentor gel implants on an unknown date for unknown indication developed calcification in her breasts and autoimmune disease. As a result, the patient underwent bilateral explantation in 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: the implantation date for the suspect medical device is (B)(6) 2003. It was initially reported that the explantation date is (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).